Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/16/2020. Additional information was requested and the following was obtained: "what tissue was approaching or suturing when it broke? Tubal recanalization. What was used to complete the procedure? The same suture. Did the suture break and the needle detach from the thread during this patient during the procedure on one of the three correct occasions? The needle did not break. Was the needle removed from the patient during the same procedure? Without knowledge. -what tissue / location were you suturing when the detachment occurred? Tubal recanalization -were there any unexpected results or complications as a result of this suture needle removal event? Surgical extension -was the patient's treatment altered in any way due to the prolonged time of surgery, 20-25 minutes? If yes, please explain. No harm was done to the patient due to prolonging the surgery" attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was meant by the response of ¿surgical extension¿ to the previously asked question of ¿were there any unexpected results or complications as a result of this suture needle removal event?¿ does ¿surgical extension¿ refer to the prolonged surgery time or something else? Please explain does the surgeon believe that the needle remains in the patient? Were any x-rays performed? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.(B)(4)date sent to the FDA: 12/16/2020 corrected information: g1

Manufacturer narrative:
Date sent to the FDA: 01/15/2021. Additional h6 component code: g07002- device not returned. A manufacturing record evaluation was performed for the finished device lot number al7178, and no non conformances / manufacturing irregularities were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 01/13/2021. Additional h-6 health effect- clinical code: f1908. Additional information was requested, and the following was obtained: what was meant by the response of ¿surgical extension¿ to the previously asked question of ¿were there any unexpected results or complications as a result of this suture needle removal event? - there was only an extension of the surgical time, it did not generate a serious event in the patient, but several sutures had to be used because 3 of them were damaged. And additional on cost of the procedure. Does ¿surgical extension¿ refer to the prolonged surgery time or something else? Please explain - surgical extension refers to prolongation of surgical time. Does the surgeon believe that the needle remains in the patient? - not at all. Were any x-rays performed? - no, they were not performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events were submitted with 2210968-2020-09064, 2210968-2020-09067 and 2210968-2020-09068.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue was being approximated or sutured when it broke? What was used to complete the procedure? Did the suture break and did the needle pulled off from the thread during this patient during the procedure on one of three occasions correct? Was the needle removed from the patient during the same procedure? What tissue/location was suturing when pull off occurred? Were there any unexpected outcomes or complications as a result of this suture needle pull off event? Was the patient treatment altered in anyway due to the prolonged surgery time, 20-25 minutes.? If yes, please explain. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a tubal recanalization procedure on (B)(6) 2020 and suture was used. During the procedure, the suture thread broke. Additionally, the needle fell into the cavity. There were no adverse patient consequences reported. Additional information has been requested.